Manufacturer narrative:
(B)(4).

Event description:
Procedure: vats assisted pneumonectomy. According to the reporter: only deformed staples will be sent back. The problem was described as broncho pleural fistula at the 9th postoperative day. Re-operation was performed with suturing of the bronchus stump. Additional information has been requested.